Event description:
It was reported the patient had one lead that was not functioning causing her to not get complete stimulation coverage. The patient was referred to a physician for a lead revision.

Manufacturer narrative:
Product ID 3888-33, lot# j0333780v, implanted: 2003 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported, the patient had been seen on (B)(6) 2012. The patient had two quad leads with high impedance on one electrode. Reprogramming was attempted but was unsuccessful. Lead revision was discussed but the patient was hesitant. Patient had restless leg syndrome and the stimulation irritated that condition. At the time of report no revision was planned. No further information was reported.

Event description:
Additional information received reported the cause of the event as a lead break. Symptoms were reported as increased. No surgical in tervention had been performed. No hospitalization was required due to event. The patient outcome was noted as no injury.